Manufacturer narrative:
Veran is submitting this MDR as part of an overall retrospective review in response to an FDA form 483 that was issued to the firm as of january 2019.

Event description:
System performed as intended. Doctor quickly accessed the nodule and took 6 core biopsies/2 fnas. The patient presented with a pneumothorax and a chest tube was placed.